Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 589 mg/dl with rapid, deep breathing with moderate ketones associated with a display and inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient could not read the display safely. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: the black box showed that on (B)(6) 2015 at 21:03 a pump reboot occurred. When the pump was powered back on the time/date was set to (B)(6) 2015 at 07:24. A manual time change was observed on (B)(6) 2015 from 09:38 to 21:38. The time/date was manually adjusted from (B)(6) 2015 21:00 to (B)(6) 2008 00:00. The pump ran on this date until the end of use. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within required range and delivering accurately. There was no dim faded display screen observed. The original complaint could not be duplicated or confirmed. (B)(4).